Event description:
Related manufacturer report number: 2017865-2022-09267. It was reported during implant procedure that the left ventricular lead exhibited a breach in insulation. The lead was exchanged, but there was noted difficulty removing the guidewire from the replacement lead. A secondary replacement lead was successfully placed. The patient was stable. Further information was requested, but not yet available.

Manufacturer narrative:
Please retract report. New information received notes that this product serial was added in error, was not involved in this event, and has no allegation of malfunction.